Manufacturer narrative:
Product complaint # (B)(4) d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did this event contribute to any patient adverse event? If yes, please explain. No the following information was requested, but unavailable: please provide the lot number. ¿unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. We have had 2 of these items that have been used and after snapping the end off they couldn't pull the wire in and in trying, the wire snapped. The two that this happened with were both different lot numbers (aw9360 & ax1691) and there were 2 surgeons that tried this so I am told that user error is unlikely. They used 3 more of device the same day with no issue. No adverse patient consequences were reported.